Event description:
Customer reported that during a cardiac arrest that occurred ten or fifteen minutes into a treatment, the phoenix machine generated recurrent "air in blood" alarms. The staff was unable to clear the recurrent "air in blood" alarms, and while the bllod flow was stopped the blood in the extracorporeal circuit clotted. No blood could be returned to the pt. The staff administered saline to replace the volume of blood lost. No air was observed in the circuit and the staff does not believe that the pt rec'd any air. Pt was successfully resuscitated and was hospitalized.